Manufacturer narrative:
Per the clinic, the patient was treated with a steriod injection at the implant site (date not reported). Correction: the correct 510k # is k100360, not k955713 as initially reported. (B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed june 27, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
(B)(4).